Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they fell in the shower and hit the spigot right where the implant is. The doctor palpated the ins and said that the implant moved. It sticks out more now and is no longer laying flat. The doctor was still able to program the device and made changes to programming where patient felt stimulation sensation. However, a day later patient was back to baseline symptoms like they never even had the implant. Patient tried to turn it up a little more and they were getting a tiny little intense stabbing near their bladder and it was very uncomfortable. The device did not stop working immediately after the fall but patient just noticed it was becoming less and less effective and at this point it is not helping at all. The patient was redirected to their healthcare provider to further address the issue. Reviewed general theory and use of programs per patient request.